Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory.

Event description:
A report was received that the patient was explanted due to an infection. The patient's symptoms of the infection is pain at the midline incision site. The physician doesn't believe that the infection is device related. The patient will be re-implanted at a later date.